Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the minimum recommended the sheath size delivery system for use with a 8mm amplatzer septal occluder is an 6f. It was reported that a 8f sheath was used to deliver the device, which could have contributed to the deformed deployment; noted, as use of a larger sheath may influence deformations of the device. However, this cannot be confirmed. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer septal occluder was chosen to close atrial septal defect (asd) using a amplatzer trevisio intravascular delivery system (atv). During procedure, the device's left and right atrial disc did not unfold correctly and took a cobra-like shape. The device was recaptured and was prepared again; however, the right atrial disc deformed to cobra-like shape. There was no angulation or kink noticed in the delivery system. The device was replaced by 18mm amplatzer pfo occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable and that there were no adverse health consequences.